Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. A kink was found on the catheter tubing and inner lumen approximately 48.3cm from iab tip. A photo was also provided and reviewed. The evaluation confirmed a kink on the catheter tubing and inner lumen. We are unable to determine when the kink may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a

Manufacturer narrative:
Initial reporter full name: (B)(6). Additional email: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a kink in the iab. There was no patient harm or adverse event reported.